Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k339 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k339 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the drive tube leak as blood splatter is visible on the centrifuge chamber walls. The drive tube is twisted at the leak site. A known cause of a broken drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot k339 did not find any related non-conformances. A device history record review did not identify any related nonconformances, deviations, or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak in the drive tube after the buffy coat collection phase of the procedure was completed. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.